Manufacturer narrative:
An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete.section d4 catalogue number was corrected to 07k78-30 and unique identifier was updated to (B)(4) due to incorrect entries. Additionally, the architect i2000sr analyzer was added as the concomitant product to section d11 as it was inadvertently left blank.

Manufacturer narrative:
H6 component code: g01003. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review. Review of trending data determined there were no trends for the product. Device history record review did not identify any non-conformances or deviations with the complaint lots. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide and indicates that the performance of the reagent lots is acceptable. Based on our investigation, no systemic issue or deficiency of the architect total b-hcg reagent was identified.

Event description:
The customer obtained a falsely elevated architect total b-hcg result. Sample 1 generated an initial result of 54.69 miu/ml and retest on a second architect 1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The previous submission reverted to the original incorrect catalogue number. Section d4 catalogue number was corrected to 07k78-30. No further updates were required. This correction only corrects the error and does not impact the intent of the previous submissions.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely elevated architect total b-hcg result. Sample 1 generated an initial result of 54.69 miu/ml and retest on a second architect 1.2 miu/ml. No impact to patient management was reported.